Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair, it was reported that upon the second introduction of the suture kit, no click was heard after the meniscal wall was crossed and the anchor was not ejected behind the meniscus. Follow up received clarified that t2 did not deploy and no implants were left behind unsupported in the patient. The procedure was successfully completed after an approximate fifteen minute delay.

Manufacturer narrative:
Evaluation of the device was not possible, as the device was not returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time.